Event description:
It was reported that the customer received no delivery alarms, weak signal, and lost sensor alerts. The customer also reported 100 point differences between their sensor glucose levels and blood glucose levels. No troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.